Manufacturer narrative:
(B)(4). The sentence "a review of the device history found no errors during start up." Is being corrected to " a review of the device history log identified several alarms; however, they could not be identified as the reported issue as they did not occur during start up.". A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As several alarms were found in the alarm log, including a check heater line alarm, the reported issue of an unknown alarm could be verified. The cause of the alarm was undetermined as no non-conforming product was identified during sample analysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the device history found no errors during start up. A visual inspection was performed on the device and no issues were noted. The device underwent full functional testing, electrical safety testing, calibration, and a simulated therapy with no issues noted. The device met specifications. A review of the device service history did not identify any previous servicing events that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown error occurred during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.